Event description:
On 26-JUN-2026, it was reported that on (b)(6) 2026, the patient experienced hyperglycemia with blood glucose reported up to 663 mg/dL, vomiting, and diabetic ketoacidosis after a Dexcom G7 sensor failed and the patient did not start a replacement sensor. The patient was transported by car to (b)(6) , admitted on (b)(6) 2026, and treated with intravenous insulin and fluids. The patient recovered and was discharged on (b)(6) 2026 using multiple daily injections.

Manufacturer narrative:
The patient experienced severe hyperglycemia resulting in diabetic ketoacidosis and hospitalization after the Dexcom G7 sensor failed while the patient was traveling. The patient reported having a replacement sensor available but did not install or pair it because the patient believed the iLet would not operate without cellular or Bluetooth service. The patient continued entering fingerstick blood glucose values during BG Run until the permitted period expired. Engineering review found no malfunction alerts, motor errors, or evidence of insulin delivery inconsistent with device requests. Device logs confirmed that the G7 sensor failed on (b)(6) 2026, after which the iLet entered BG Run and repeatedly generated Dosing Stops Soon alerts. The patient entered multiple elevated blood glucose values, including 496, 442, 417, 561, 536, and 600 mg/dL. When a required BG value was not subsequently entered, BG Run expired and insulin dosing stopped on (b)(6)2026. The iLet generated a BG-Run Suspended alert as designed. Total insulin delivery then decreased to approximately 0.82 units on (b)(6) 2026. The iLet does not require cellular service for automated insulin delivery when a compatible CGM is appropriately paired. Based on the available information, the event was caused by the patient¿s misunderstanding that the system would not operate without cellular or Bluetooth service, resulting in failure to start an available replacement sensor and failure to transition to backup insulin therapy when automated dosing stopped. The iLet generated the appropriate alerts and behaved as intended. No iLet malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted.